Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 and se 2367 which occurred on home choice (hc) during use during initial drain. The home patient (hp) stated that she was not sure if she had pressed "go" before connecting. The baxter technical representative (tsr) had the hp recycle power and the hc alarmed se 2367. The tsr had the hp recycle power on the hc again and the alarms cleared. The tsr advised the hp to start over with new supplies. The hc was operational. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. The writer spoke with the home patient (hp) on (B)(6) 2011 regarding the reported problem. The hp said what she thinks happened was she started setting up, and then she got a phone call, and then came back and was maybe on the wrong step when she started the therapy. The hp said she thought about it after she hung up with the tech, and she tried to figure out what she did, because setting up has become so automatic she wasn't even thinking about what she was doing. The hp said she just finished the box, so the lot number was unknown. No samples were available. The hp said she thought it was her and a mistake she made, not the supplies. The hp said she had not contacted her nurse and the writer advised to contact the nurse when air is detected. The hp said everything was going well since. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. The root cause of the complaint could not determined. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).